Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis of the returned device indicated normal battery depletion. The device was received more than one year post explant.

Event description:
An implantable bi-ventricular pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven months after ipg replacement.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: 5092-58 implantable pacing lead implanted: 2001 (B)(6); 2187-85 implantable pacing lead implanted: 2002 (B)(6); 5068 implantable pacing lead implanted: 2001 (B)(6). (B)(4).